Manufacturer narrative:
Date of report: 17jun2019. New information and communication caused the reported problem to be non-reportable. After receipt of the complete information, this complaint record is obsolete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 08jul2019. An investigation will not be conducted due to the fact that the additional information deemed the event to be not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a nav ring failure. There was no patient involvement.